Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
Customer reported being stuck in the rewind loop when changing her infusion set and reservoir. Customer also mentioned having blood glucose readings due to bent cannulas. Customer's blood glucose reading at the time of the call was 415 mg/dl and has treated with a bolus. Customer stated that their blood glucose readings came down to 385 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.